Event description:
It was reported that after the procedure, the nurse was removing the battery pack from the device. The battery pack became hot and the nurse sustained a burn. No additional information has been received regarding the severity of the burn or any treatment administered to the nurse, despite numerous attempts.

Manufacturer narrative:
The device has not yet been returned to the manufacturer for investigation. Based on the information provided, the cord between the handpiece and the battery pack was cut after the procedure. The instructions for use supplied with this device have a warning that states: do not cut the power pack from the unit for disposal. Cutting through the power cable could result in shock, excessive heat and/or sparks, which may cause personal injury and/or fire. The root cause of this event appears to be user misuse.